Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was originally reported by a physician and describes the occurrence of procedural dizziness ("dizziness") in a female patient who had essure inserted (lot no. 124440) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of rotator cuff repair. As concurrent condition the report mentioned menopause. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the day of essure insertion, she experienced procedural dizziness (seriousness criteria medically important and intervention required), metal poisoning ("very severe heavy metal poisoning"), nausea ("nausea"), tinnitus ("tinnitus") and dry eye ("dry eyes"). In (B)(6) 2012 she experienced fatigue ("permanent chronic fatigue") and was found to have weight increased ("weight gain"). In 2012 she experienced paraesthesia ("permanent paresthesia hands and feet"), arthralgia ("joint pain") and myalgia ("muscle pain"). In 2015 she experienced attention deficit hyperactivity disorder ("attention disorder"), disturbance in attention ("concentration disorders") and amnesia ("very significant memory loss"). In 2016 she experienced palpitations ("palpitations"), chest discomfort ("chest tightness") and hypotension ("low blood pressure"). In 2019 she experienced oesophageal pain ("pain in the oesophagus"), diarrhoea ("diarrhoea") and flatulence ("smelly gas"). On (B)(6) 2021 she was found to have myxoma ("operated myxoma intramuscular left thigh 35 x 37 mm."). In 2021 she experienced burnout syndrome ("burn out"), feeling cold ("chilliness"), sleep disorder ("sleep disturbances"), diffuse alopecia ("diffuse alopecia"), dry mouth ("dry mouth") and gingivitis ("gingivitis"). The patient was treated with surgery (hysterectomy planned with removal scheduled for spring 2023). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to metal poisoning, fatigue, weight increased, procedural dizziness, nausea, tinnitus, dry eye, palpitations, chest discomfort, hypotension, paraesthesia, arthralgia, myalgia, attention deficit hyperactivity disorder, disturbance in attention, amnesia, oesophageal pain, diarrhoea, flatulence, burnout syndrome, feeling cold, sleep disorder, diffuse alopecia, dry mouth, gingivitis or myxoma. The reporter commented: hysterectomy planned with removal scheduled for (B)(6) 2023. (B)(6) 2022 search for toxins in the hair tox seek (evry) x-ray assessment: abdominal x-ray, pelvic ultrasound, magnetic resonance imaging (MRI) (B)(6) 2023. Consultation dr (B)(6) (B)(6) 2023 gynaecologist. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 21-dec-2022. The most recent information was received on 29-dec-2022. This spontaneous case was originally reported by a physician and describes the occurrence of procedural dizziness ("dizziness") in a female patient who had essure inserted (lot no. 124440-invalid) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of rotator cuff repair. As concurrent condition the report mentioned menopause. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the day of essure insertion, she experienced procedural dizziness (seriousness criteria medically important and intervention required), metal poisoning ("very severe heavy metal poisoning"), nausea ("nausea"), tinnitus ("tinnitus") and dry eye ("dry eyes"). In (B)(6) 2012 she experienced fatigue ("permanent chronic fatigue") and was found to have weight increased ("weight gain"). In 2012 she experienced paraesthesia ("permanent paresthesia hands and feet"), arthralgia ("joint pain") and myalgia ("muscle pain"). In 2015 she experienced attention deficit hyperactivity disorder ("attention disorder"), disturbance in attention ("concentration disorders") and amnesia ("very significant memory loss"). In 2016 she experienced palpitations ("palpitations"), chest discomfort ("chest tightness") and hypotension ("low blood pressure"). In 2019 she experienced oesophageal pain ("pain in the oesophagus"), diarrhoea ("diarrhoea") and flatulence ("smelly gas"). On 21-apr-2021 she was found to have myxoma ("operated myxoma intramuscular left thigh 35 x 37 mm."). In 2021 she experienced burnout syndrome ("burn out"), feeling cold ("chilliness"), sleep disorder ("sleep disturbances"), diffuse alopecia ("diffuse alopecia"), dry mouth ("dry mouth") and gingivitis ("gingivitis"). The patient was treated with surgery (hysterectomy planned with removal scheduled for spring 2023). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to metal poisoning, fatigue, weight increased, procedural dizziness, nausea, tinnitus, dry eye, palpitations, chest discomfort, hypotension, paraesthesia, arthralgia, myalgia, attention deficit hyperactivity disorder, disturbance in attention, amnesia, oesophageal pain, diarrhoea, flatulence, burnout syndrome, feeling cold, sleep disorder, diffuse alopecia, dry mouth, gingivitis or myxoma. The reporter commented: hysterectomy planned with removal scheduled for spring 2023. (B)(6) 2022-search for toxins in the hair tox seek (evry) x-ray assessment: abdominal x-ray, pelvic ultrasound, magnetic resonance imaging (MRI) (B)(6) 2023 consultation (B)(6) 2023 gynaecologist. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Lot number 124440 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-dec-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.